Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same pt involving two separate products and associated with mdrs #1225714-2013-00371, 1225714-2013-00372, 1225714-2013-00711, 1225714-2013-00712, 1225714-2013-00713.

Event description:
The plaintiff's attorney alleged the decedent experienced cardiovascular events in or around (B)(6) 2004 and (B)(6) 2005; subsequently expiring on (B)(6) 2005 after use of the product.